Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while transporting a patient due to a da pcba adc failed vent inop occurrence. No patient harm reported.

Manufacturer narrative:
The fse replaced the da to mc cable to address the reported problem.